Manufacturer narrative:
The product was not returned. The complaint history and product history records for company lens model could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company cartridges. The product investigation could not identify a root cause. The product has not been received to evaluate. Associated products were not provided. It is unknown if qualified products were used. The company model is only qualified for use in the company cartridges. The instructions for use (IFU) instructs: company foldable intraocular lenses (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. Information was provided that the reporter wish to remain anonymous and no contact information was given at the time of the initial report. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, sulcus lens crimped, when rotating lens inside eye haptic came off, when attempting to rotate lens by remaining haptic, that one also came off. Lens was cut and removed. No lens used left patient aphakia. Patient referred to retinal specialist.